Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a lead revision. The patient noticed a red light on their remote after falling on their back. Upon attempting to program, impedance issues were noticed due to a lead fracture. However, the red light continued to return. After undergoing x-rays, lead migration was noticed. The patient is expected to fully recover and was doing well.